Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the lead exhibited noise. The lead was capped and replaced on (B)(6) 2020. There were no patient consequences.